Event description:
It was reported in a scientific poster that a vns pt experienced worsening sleep apnea after being implanted with vns therapy. At the moment good faith attempts to obtain additional information from the author have been unsuccessful to date.

Manufacturer narrative:
[Article citation] sierra-marcos a, maestro I, rodriguez-osorio x, miro j, donaire a, aparicio j, et al. Successful outcome of episodes of status epilepticus after vagus nerve stimulation: a multicenter study. Eur j neurol. 2012;19(9):1219-23. Http://www.ncbi.nlm.nih.gov/pubmed/22891774.

Event description:
The abstract of the article that the poster presentation was based on (titled 'successful outcome of episodes of status epilepticus after vagus nerve stimulation: a multicenter study') was received; however, the it has no information in regards to the sleep apnea incident. No additional information has been received.

Event description:
The full article (titled "successful outcome of episodes of status epilepticus after vagus nerve stimulation: a multicenter study") was received and reviewed. However, there was no mention of sleep apnea or any patients that experienced sleep apnea in the article.